Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: investigation revealed that the u-groove and battery compartment were both cracked. Unrelated to the original complaint, investigation revealed that the keypad was peeling.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly an unspecified area of the pump casing was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.